Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the wash station and found stagnant fluid on top of the rinse blocks. The cse also found leakage at the bottom of the instrument. The cse replaced worn out rinse blocks and aspirate probe. The cse replaced 'wash around waste pump', which had deteriorated flapper valves. The cse primed the system and replaced cuvettes. The cse ran quality control, which was within range. The cse ran three patient samples and obtained results matching with an alternate advia centaur's negative results. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The samples were repeated on the same instrument, resulting higher. The discordant results were reported to the physician(s). A few hours later, two additional samples drawn from the patients were tested on the same instrument and on an alternate centaur cp instrument, all resulting lower than the initial results. The corrected results obtained on the redraw samples were reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.